Event description:
Plastic material that was found in the sample chamber of the probe, after insertion. The surgeon complained that the material may be left in the pt. The pt was converted to an open procedure with extended incision.